Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite electrical test. Internal inspection and found signs of fluid ingress within the device. Upon inspection of the device, fluid was found in the pressure bottle assembly, door assembly and inside of the pump assembly, which caused the pump to short and not activate. Based on the evaluation results; the assignable cause of the rite electrical test failure was determined to be the shorted pump assembly. The device was scrapped due to fluid ingress throughout the device assemblies. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.